Manufacturer narrative:
Product analysis conclusion: the reported endoleak can be confirmed by the films provided; however the type of cause of the endoleak cannot be confirmed. Lack of returned angiography images showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source/cause. Post-implant CT¿s showing the stent graft in-vivo configuration at the index procedure were not provided for assessment and comparison. Although a type iiib fabric endoleak cannot be ruled out, this appears most likely to have been a type iiia junctional endoleak. It is possible that the aneurysm morphology changes, such as the angulated neck and limbs and increased aneurysm expansion, may have contributed to a limb separation, resulting in a type iiia endoleak. Insufficient stent graft overlap length at implant (which could not be confirmed) may have also contributed to the limb detachment. The junctional separation occurred within the aaa sac; therefore, lack of vessel support may have also been a factor. Analysis of the films did not show any obvious stent graft issues that may have led to the reported endoleak. Additional information: it was confirmed the endoleak was type iiib, coming from the left limb distal to the gate marker. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c82e, serial/lot #: (B)(4), ubd: 21-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 75mm abdominal aortic aneurysm. It was reported that the patient presented emergently with pain approximately three years and three months later and CT showed an endoleak and increase in aneurysm size. After ruling out a type ii endoleak the patient was brought to the operating room where the graft was assessed. A type iii endoleak was observed from the left side from the stent graft limbs (B)(4). There was no leak on the right side. An additional stent graft limb etlw1616c156e was placed at the flow divider and extended to the flared portion of the 28mm limb on the left side. After ballooning, a final angiogram showed that the endoleak had resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.